Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned with residue present on the device. The dilator and stylet were not returned. Visual examination of the accustick sheath found the radiopaque (ro) marker to have been pushed approximately 13cm toward the hub. The sheath tip was damaged and torn. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material and the ro maker was slightly bent. Additionally the hub presented damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the marker band was moving. An accustickii introducer sheath was selected for use. During procedure, the physician advanced the outer sheath of the accustick into the patient; however, it was noticed that the marker band was moving. The procedure was completed with another of the same accustick&#11168;no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the marker band was moving. An accustick¿ ii introducer sheath was selected for use. During procedure, the physician advanced the outer sheath of the accustick¿ into the patient; however, it was noticed that the marker band was moving. The procedure was completed with another of the same accustick¿. No patient complications were reported and the patient's status is stable.